Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6)2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.